Manufacturer narrative:
Zoll med corp has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a (B)(6) male pt the device returned a "shock advised" determination for what appeared to be a non-shockable rhythm. Complainant did not indicate that there was any adverse affect to the pt due to the reported malfunction.